Event description:
Procedure: thoracic. Reportedly, the instrument cut and stapled, but jammed closed on a pulmonary vein. There was then clamping of the vein and resection to remove the instrument. The procedure was finished by applying another device.